Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing, where it was determined that the AED was able to pass all functional testing. Further investigation identified a sensor wire connection issue.